Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during emergency reoperation in the operating room on a patient on day 1 of a laparoscopic hysterectomy due to significant hemoperitoneum, in the gynecological operating room. The suction device is deployed. Suction was effective for the first 20 minutes; the team collected the centrifuged blood and returned it to the patient. Initial volume: 350 cc aspirated: 20 minutes later, 419 cc aspirated, then 200 cc, then 100 cc after one hour, the suction system stops suctioning, becomes clogged, and the red button that controls suction no longer responds. The entire team works together to try to control the system. An attempt is made to connect the stryker system to the central suction system instead of the cell saver, but the device still does not work and the patient is bleeding. A new device is deployed and the surgeon reconnects it to the cell saver, but it still does not work and large blood clots form in the cavity. A second attempt is made to reconnect the new device to the central suction system, but the suction control on the stryker does not work. This prevents the large volume of blood in the cavity from being aspirated. Another, less powerful suction system must ultimately be deployed to aspirate the blood, which is difficult due to the large volume and the unsuitable suction system the patient was unable to benefit from all the blood extracted from the cavity and received bags of plasma.